Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The school nurse called to get assistance in taking the insulin pump out of suspend mode. The nurse stated that the customer was treated twice for low blood glucose levels. The first reading was 49 and the second was 50 mg/dl. The nurse checked the insulin pump settings, and stated that they were correct. The nurse did not want to continue troubleshooting. Nothing further was reported.